Event description:
The customer reported that she was wearing the insulin pump while having an MRI procedure. Advised the customer that the device should not be exposed to a magnetic field, and the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during the rewind process as a result of a motor encoder signal being out of phase.